Event description:
A transvaginal endoscopic Hysterectomy procedure was performed. The Anovo Surgical System docking and vaginal access were performed as required, while a uterine manipulator without a cervical cup was elected. During the bladder flap / uterine cervix dissection, difficulty was encountered in identifying the dissection plan, as the manipulator had no cup to assist in identifying the fornices. As a result, dissection proceeded through the bladder wall and a bladder injury was immediately identified. A decision was made to convert to multiport abdominal access to repair the bladder and completed the procedure.No errors, malfunctions, or abnormal behavior of the Anovo Surgical System were observed during the procedure.